Manufacturer narrative:
H6: investigation summary: the customer reported a market complaint for a white substance on the needle. The complaint was reported by a dispenser. One (01) sample picture was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Root cause was no identified therefore no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Event description:
It was reported that white foreign matter was found on the bd hypoint¿ hypodermic needle. The following information was provided by the initial reporter: ¿a dispenser reported that some white substance was observed on the needle of a recormon pfs."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that white foreign matter was found on the bd hypoint¿ hypodermic needle. The following information was provided by the initial reporter: ¿a dispenser reported that some white substance was observed on the needle of a recormon pfs."